Event description:
A facility administrator reported two patients had been diagnosed with toxic anterior segment syndrome (tass). This report represents the patient diagnosed in (B)(6) 2014. This patient was reported as fully recovered.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The reported event was reviewed by the clinical analyst: "the customer reported two patients (one in (B)(6) 2014 and one in (B)(6) 2015) have been diagnosed with toxic anterior segment syndrome (tass). This file will represent the patient diagnosed in (B)(6) 2014. The patient has fully recovered. Additional information noted that there are 12 operating surgeons in this facility. This surgeon is the only surgeon that has had patients with tass. The facility does not think that any alcon product is causing or contributing to this event. The facility thought that the tass was probably related to the use of tap water to rinse instruments. The facility also stated that they did not realize that they should have been using the ultrasonic system for instrument handling. The facility has since started to use sterile water to flush the handpieces. The most common causes of tass are identified as follows in order of prevalence: inadequate flushing of phaco, irrigation/aspiration handpieces and cannulated equipment, use of enzymatic cleaners and detergents, use of reusable cannulas, inadequate cleaning of instruments, use of preserved epinephrine, reuse of single use devices, use of tap water with no sterile water final rinse, inadequate personnel or trays to allow proper preparation of instruments, no immediate cleaning allowing ophthalmic viscoelastic device (ovd) and surgical solutions to dry on instruments, use of preserved medicines in the eye, reuse of tubing for flushing, latex bulbs for irrigation, not training, no terminal sterilization, instruments stored on towels, touching of iol or patient contact areas of instruments with gloved hands, off-label use of lidocaine gel, poor instrument maintenance, autoclave residue, rust, particulates, lint, use of powdered gloves, additives added to balanced salt solution against directions for use (dfu) , improper use of prep solutions, detergents and cleaners, failure to follow manufacturer¿s directions for use, including no air flush, use of unapproved enzymatic cleaners, use of postoperative ointment in clear corneal cases, povidone-iodine placed in the eye at the end of procedures, incorrect concentration of detergents and enzymatic cleaners. The phacoemulsification systems are closed systems. They are operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any surgical instrumentation that would come into contact with the patient would be cleaned and autoclaved by the user prior to surgery, per standard industry practices and company directions for use (dfu). The proper cleaning and sterilization of ophthalmic surgical instruments can help prevent the occurrence of tass. These findings continue to validate the need to follow the recommendations detailed in the dfus, aorn recommended practices, and the ascrs tass task force guidance document. There is no evidence that the design or manufacturing of the centurion system or phaco handpiece contributed to the reported event." Product evaluation no further information was able to be obtained from this customer. As such the cause of the reported event cannot be determined. Root cause based on the investigation results above, the most likely cause of the reported event is the use of tap water during the cleaning process. (B)(4).